Manufacturer narrative:
Concomitant medical products: product ID 306001 lot# unknown serial# implanted: (B)(6) 2021 explanted: product type screening device product ID 306001 lot# unknown serial# implanted: (B)(6) 2021 explanted: product type screening device information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: ; product ID: 306001, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported by the patient's caregiver that their leads had become dislodged. On (B)(6) 2021 the caregiver stated "the therapy isn't working," and explained there was an error message on the programmer that stated "unable to make stimulation adjustments at this time, please contact your clinician." The caregiver also reported the patient was constipated. On (B)(6) 2021, the caregiver mentioned that the patient wasn't tracking any symptom data as the caregiver stated that they were not told that they needed to do so. The caregiver stated that the device had not worked since they got it, that the patient did not like it, the leads had moved and were just hanging from the patient's back, the bandages had fallen off and the patient had not seen an improvement. The patient's caregiver was advised to contact the health care professional (hcp) for advice.